Event description:
Healthcare professional reported through clinical study that approximately 91 months post implant the valve was removed due to structural valve dysfunction. The valve was not returned for analysis however a pathology report was sent. This is the same patient at 2025587-1997-00101.